Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Analysis of the device noted that a test battery was used with the device, and there was no screen or display issues. The power was kept on for 10 minutes and there were still no issues found. Ingress testing was completed, and it was found that the device had increased in mass by 0.540 grams. There was also water leakage observed from the device¿s screen. It was reported that the video laryngoscope's screen display no longer lights up. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the video laryngoscope's screen display no longer lights up. It was unknown if there was patient involvement at the time of the reported event.